Manufacturer narrative:
(B)(4). Date sent: 02/01/2017. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. As a lot/batch was not provided, a device history could not be performed. Did the firing trigger break? Yes, it did. Did any pieces fall into the patient? No. Will all pieces be returned with the device(s)? Yes.

Event description:
It was reported by the affiliate that during an unknown procedure, the device handle broke. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.